Manufacturer narrative:
1.DHR/bhr review: (1)the batch number of the complained product is 3108308, is 24g and product code is 383716, produced on (B)(6) 2023, with a total of 57000 pieces in this batch; (2)check the production records for this batch of products that there are no nonconformities, (3)deviations or rework activities in the process of this batch of products; 2.the customer did not return any samples and only provided a video of the defect sample. From the video, it can be seen that there was leakage at the root of the catheter adapter. 3. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1; 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, according to the video provided by the customer, there is leakage at the root of the catheter, and the catheter is suspected to be damaged. Because the product has been used and customer samples cannot be returned, the specific damage status of the product cannot be determined. Therefore, the root cause of the complaint cannot be confirmed. The factory will continue to pay attention to and monitor the trend of defect complaints. H3 other text : see narrative.

Event description:
No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd pegasus leaked. The following information was provided by the initial reporter: if there is abnormal bleeding at the puncture site (eye of the needle) during the puncture of an intravenous (IV) needle, or if fluid leaks out of the end of the needle when the infusion set is opened, remove the needle and re-puncture the needle. Update: video provided displaying a leak occurring somewhere around the catheter adapter; the exact location cannot be determined from the video.